Event description:
Info rec'd on 9/1/00, indicates on 8/23/00 the entire device was removed from the pt and replaced due to a "malfunction." Ams has requested add'l info.

Event description:
The aus device was implanted in 1994. Info received on 10/19/1999, pt is uncomfortable when sitting. Add'l info received on 7/21/2000, pt indicates the device is no longer functioning, and has minor leakage. A revision surgery has not been determined at this time.